Event description:
The reported indicated that the device was not implanted due to anomoulous behavior during a device replacement. Implant testing was begun by using twave induction to induce vf (ventricular fibrillation) and one shock had been delivered with successful termination. A programming change and second induction was performed, vf was induced, a shock was delivered and successful termination. Shortly thereafter a message received stating "perform back-up reset." The reset was done, then a message "manual reform required" was received. The programmer would not let the reporter do anything except the reform. No patient information was available.